Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00453.

Event description:
It was reported that during the procedure the optio-c interbody and the plate were loose and did not securely fit together. The surgeon implanted the devices but when he removed them to reposition, they disassembled. An alternate implant was used to complete the case without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed. Visual examination of the returned product/provided pictures identified that when the returned pieces were fit together and confirmed that the fit was loose. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.